Event description:
Caller reported a pump malfunction, which did not adversely impact the customer's blood glucose level. Customer service provided support by assisting the caller with resetting the pump, after which the malfunction code did not recur. Customer was informed to continue using the pump and to contact support if the issue reappeared, and they acknowledged and understood the instructions.